Manufacturer narrative:
The device was returned to olympus for inspection the root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: display blackout of front panel due to defective control processor board, error e333 due defective liquid crystal display unit. The most probable cause of the complaint/failure is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video system center exhibited blackout of front panel, the light intensity value was below the standard, and the error e333. There was no patient involvement.